Event description:
Pt was having pain and soreness over one of the malleolar screws and also pain over the medial malleoulus. He was taken to surgery at which time the screw was removed from the lateral malleolus and ankle arthroscopy was performed. He was found to have a small osteochondral loose body over the medial malleolar area, which was excised. Pt was discharged in a pressure bandage and on crutches.